Event description:
A patient underwent a tka surgery on (B)(6) 2021. A revision surgery was conducted on (B)(6) 2022 due to infection. The metal beads shedding of the porous femoral component was found during the revision surgery.

Manufacturer narrative:
The root cause of this incident is likely related to poor coating sintering quality in a single workpiece. Traceability identified a total of (B)(4) units in the affected lot (lot no. 20a286b). Of these, 13 units have been implanted in europe, while the remaining 3 units were returned to the manufacturer for analysis, with all results meeting specifications. Aside from the current case, no other abnormalities have been reported in the remaining implanted.